Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and device logs showed leak in iab circuit. The stm replaced the pnuematic luer fitting and ran the device for 18 hours overnight with no additional issues. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during setup of the cs300 intra-aortic balloon pump (iabp), the iabp displayed "leak in iab circuit." The unit was swapped out for another without incident. There was no patient involvement, and no adverse event reported.